Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad was detached off when it was wiped outside the patient by a nurse. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4)